Event description:
It was reported that the ilet screen did not consistently wake when the sleep/wake button was tapped or held, indicating a hardware issue with an unresponsive key/button on the device¿s switch/relay component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user¿s family and analysis of the information provided. Investigation of this case revealed an electrical problem traced to component failure involving the switch/relay, consistent with an unresponsive button. It was concluded, based on previously established findings for similar reports, that the cause was component failure of the switch/relay.